Manufacturer narrative:
(B)(4). Concomitant medical products: unknown m2a 38 cup, catalog number:11-173663, lot number: unknown brand, name: m2a 38 mm head. Revision surgery notes stated that patient underwent a revision procedure due to painful osteolytic left total hip arthroplasty with pseudotumor. During the procedure, while trying to remove the femoral stem, the greater trochanter cracked and broke off posteriorly attached to the posterior abductors. Assessment of the stem determined that the stem was stable and it was left in-vivo. The greater trochanter was bone grafted and held in place with 3 cables. Desired stability and range of motion was achieved. Reported event was confirmed by review of surgery notes. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.  If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device not returned for evaluation.

Event description:
It was reported that during a revision surgery, the patient experienced an intraoperative fracture of the greater trochanter that required bone grafting and cable plating. Additional information on the reported event is unavailable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Device history record was reviewed and no discrepancies were found.additional information does not change the root cause of the previous investigation. A definite root cause cannot be identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.